Manufacturer narrative:
Concomitant medical product: model: ddbb1d1, ICD; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to shortness of breath and congestive heart failure (chf). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead appeared to be undersensing. Follow-up was conducted with the patient¿s clinic. The allied health professional (ahp) at the clinic stated that the patient has been in and out of the hospital recently, but that was not related to their device. Ahp noted that the patient has not been seen recently but is scheduled for an in-office visit in the coming month. No reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.